Event description:
It was later reported that the suspect product was received by the manufacturer. Analysis has not been conducted to date. An operative note was provided in which the fracture condition was confirmed. The wires were noted to be in discontinuity with the vagal lead and appeared to have wrapped themselves around the generator. No other relevant information has been received to date.

Event description:
Later it was reported that the generator and lead underwent product analysis testing. During testing of the generator there were no performance, or any other type of adverse conditions found. During the visual analysis of the lead, both returned portions had coils twisted onto each other at end of portions and the four coil ends were broken, with both coil ends from first portion showing signs of some pitting. In addition, inner tubes were found to be twisted inside outer tubing of first portion, and outer tubing appeared twisted in one area of second portion. These findings are consistent with patient manipulation/rotation of the device while it is implanted (twiddler). Though not conclusive, the broken ends are likely due to rotational forces caused by patient ¿twiddling with the device." The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and outer tubing, in some areas. No obvious point of entrance was noted other than the abraded openings and cut/torn ends of the returned lead portion. Continuity checks of the returned lead portion was performed during the functional analysis, and no other discontinuities were identified. Other than the fluid leaks and coil breaks, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Note that since a portion of the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No other relevant information has been received to date.

Event description:
It was reported that during surgery, a lead fracture was identified on the lead. The explanted lead has not been received by the manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.